Event description:
It was reported that the operator, who is trained in use of the device, successfully performed a common femoral arteriotomy closure using the starclose device after an unknown interventional procedure. The wings deployed and the vessel locator stayed depressed. No resistance was felt and the device popped out of the vessel with the wings still open. Hemostasis was achieved with manual compression. No add'l info is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received, however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info.